Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The customer reported issue was confirmed; however no assignable cause could be determined. A batch review was performed on the reported lot and no deviations were noted. This issue is being investigated through CAPA. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported to baxter (B)(4) a customer report received for four (4) unknown buretrol sets in which the buretrol broke "when lightly squeezing it to fill it" during set-up. There was no patient involvement, injury or adverse event is reported.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. The device used in this situation is unknown; therefore, a us 510k number cannot be provided.